Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope, syncope and bradycardia. It was further reported that the right ventricular (rv) lead exhibited fracture, a polarity switch, high thresholds, over-sensing, no pacing and an impedance warning. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.